Manufacturer narrative:
H.6. Investigation: bd received samples and also received retention samples of the same lot from the manufacturing plant for the investigation. The samples were visually inspected for the presence of edta additive. All tubes were found to contain edta spray coating on the inner walls of the tube. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results- platelets) because the defect was not evident in the testing of the retention lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. All analytes demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to confirm this complaint for erroneous results based on the testing completed. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that clotting is occurring with 1000 tubes as well as a false thrombocyte level with a bd microtainer® map microtube for automated process k2 edta 1.0 mg. It is not clear if results were reported or used to treat patient. The following information was provided by the initial reporter: since (B)(6) 2020 they see an increased amount of clot errors in the map edta tubes, even if trained laboratory analysts perform the capillary blood collection (with excellent knowledge on blood collection procedures). On one occasion, a patient underwent 2 capillary collection in the map edta tubes with a falsely decreased thrombocyte level (checked by venapuncture) and no clot was observed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that clotting is occurring with 1000 tubes as well as a false thrombocyte level with a bd microtainer® map microtube for automated process k2 edta 1.0 mg. It is not clear if results were reported or used to treat patient. The following information was provided by the initial reporter: since (B)(6) 2020 they see an increased amount of clot errors in the map edta tubes, even if trained laboratory analysts perform the capillary blood collection (with excellent knowledge on blood collection procedures). On one occasion, a patient underwent 2 capillary collection in the map edta tubes with a falsely decreased thrombocyte level (checked by venepuncture) and no clot was observed.